Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. B3: date of event: unknown / not provided. D1: brand name unknown / provided. D4: additional device information: unknown / not provided. G4: premarket identification PMA/510(k) #: unknown / not provided. H4: device manufacturer date: unknown / not provided. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
It was reported that a healing abutment was placed on (B)(6) 2018, and a new healing abutment was placed on (B)(6) 2024. He attempted to place a new healing abutment on (B)(6) 2024, but it was impossible. He noted several instances of crown mobility during the process. On (B)(6) 2025, a new doctor tried to place a 3.5 mm diameter healing abutment for a 4.5 mm diameter implant but the implant internal hexagon no longer accepts the transfer since the doctor identified a metalic piece inside the implant: the internal hexagon of the implant was inaccessible; there was a foreign metal body inside. It was replaced with another implant. This report refers to the third crown loosening event.